Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4) hospital staff.

Event description:
It was reported that high hvlic was observed. Possible output circuit damage was detected with the aborted hv charges. Lead damage was suspected. The patient is non-complaint with the medications, and the physician has decided to disabled the hv therapy in the ICD and to monitor the patient. The lead remains implanted.